Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 5.66mm x 2.98mm was found to be broken off. The broken piece was not returned with the instrument. Due to the broken grip tip, a detached fragment coded was added. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver insturment tip broke during cleaning process. There was no report of patient involvement.